Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that it terminated early three spins in a row. While troubleshooting, handpiece and foot pedal were used and no resolution. They unplugged handpiece when using foot pedal. Terminated whole 3d spins. 2d spins were fine. Used competitor imaging system instead. There was patient involved and less than one hour of surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576 ; product ID: bi71000230, product ID: bi71000416. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced high voltage cable chain and tested, ready for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000180: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the enclosure motion control, starter and generator were returned to the manufacturer for analysis. Analysis found unable to confirm reported complaint. "Terminated spin." Installed generator boaster board, starter upgrade kit, enclosure motion control in imaging system. Ran rad gain and ran fluoro gain calibration passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230, serial/lot: (B)(6) rev. B, product ID: bi71000576, serial/lot: (B)(6) rev. C, product ID: bi71000180r, ubd: 111792821 rev. 3, updated MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the gantry cable chain was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "terminated spin". Candlesticks and x-ray tube cable assembly passed continuity testing. No problem found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot : 170706470 rev. 3, ubd: , UDI#:, updated MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.